Event description:
A distributor customer service representative (dcsr) called baxter corporate product surveillance (cps) to relay a report from their customer of five (5) alleged deficiencies for the y type micro extension set. Each y type micro extension set was "leaking at the y" on unknown date(s). There was no patient involvement or medical intervention reported. No additional information is reported. This is report 2 of 5 of the same reported problem from this facility.

Manufacturer narrative:
(B)(4). A sample is available for evaluation; however, the sample has not yet been received. Once the sample is received and evaluated a follow-up report will be submitted.

Manufacturer narrative:
(B)(4). A sample is not available for evaluation; therefore, the condition cannot be confirmed or duplicated and the assignable root cause could not be determined. If additional information or samples become available, a follow-up report will be submitted. A batch review was conducted and there were no deviations found during the manufacture of this lot. Baxter has conducted a trend review and found that similar reports have been received for the reported problem. Baxter will continue to monitor similar reports to determine if further actions are required.